Event description:
That upon removing the IV catheter, the safety did not click, stating the ¿safety cover was not there¿, and that the IV catheter is supposed to click automatically to engage the safety. The safety mechanism is a passive system, meaning that when the nurse pulls back on the frosted part after inserting the IV into a patient, the needle retracts back into that frosted part. When fully out, the whole part disengages from the spring in the hub, creating a locked safety ¿covering¿ for the sharp end of the needle. Manufacturer response for peripheral IV, bd cathena 24ga 0.75" (per site reporter).